Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device 130318a, electrosurgical handpiece, was being used on 26nov24 and ¿around the midpoint of the operation, the doctor felt an electric sensation at the time of output. No injury.¿. Per further assessment it was found that "there was absolutely no damage to the product. I performed an electrocautery output on the returned product and felt no electricity at all. I think it is very likely that a rectification effect occurred." Further clarification of "rectification effect" was stated as "a phenomenon in which high-frequency electricity is converted into low-frequency electricity when discharged into a metal or other object. When a doctor tries to apply an electric scalpel to a bleeding point after pinching it with forceps or other instruments, the hand that was restraining the forceps may be electrocuted by the converted low-frequency electricity". There was no impact or injury for the patient or doctor. The procedure was completed with another pencil. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 130318a found that the pencil worked as intended. There was no feeling of an electric sensation. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the cables connected to these devices to be in contact with skin of the patient or operator during electrosurgical activations. Do not permit the cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device 130318a, electrosurgical handpiece, was being used on (B)(6)2024 and ¿around the midpoint of the operation, the doctor felt an electric sensation at the time of output. No injury.¿. Per further assessment it was found that "there was absolutely no damage to the product. I performed an electrocautery output on the returned product and felt no electricity at all. I think it is very likely that a rectification effect occurred." Further clarification of "rectification effect" was stated as "a phenomenon in which high-frequency electricity is converted into low-frequency electricity when discharged into a metal or other object. When a doctor tries to apply an electric scalpel to a bleeding point after pinching it with forceps or other instruments, the hand that was restraining the forceps may be electrocuted by the converted low-frequency electricity". There was no impact or injury for the patient or doctor. The procedure was completed with another pencil. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.